Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the manufacturer representative was attempting to put the patient's implantable neurostimulator (ins) into MRI mode but the device had not been charged for about 6 months. It was reported that the patient had unrelated worsening dementia that prevented the patient from being able to maintain charge in the ins. The calling manufacturer representative was concerned about the ins positioning because they could not feel the ins very easily and suspected that it may be tilted in the pocket. The patient had gained weight since the ins had been placed. The no device found screen 16 was seen and then the try again screen when attempting to recharge. The caller would attempt to initiate a passive recharge mode to try to charge the ins and further assess the position of the ins. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by the consumer via a manufacturer representative on 2019-aug-26 reporting that the device was eventually charged. There was no confirmation regarding the tile as once it started to charge there was never an issue. No further complications were reported.